Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a bent banana plug at the back of the chassis. Electrical continuity passed. Additional damages not reported by the customer were a broken ceramic sleeve and deep scratches on main tube. A small piece of the ceramic sleeve was broken off: the broken piece was missing and not returned with the instrument. The distal end of the main tube had couple of scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but damages to the banana plug, ceramic sleeve and main tube likely may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint (bent banana plug) does not itself constitute a MDR reportable event; however, the damaged ceramic sleeve and main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cautery post/attachment of the permanent cautery spatula instrument was bent. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.